Event description:
Sorin group received a report that the wye connector of the arterial filter line in the custom perfusion pack was found to be broken during set up. There was no pt involvement.

Manufacturer narrative:
There was no pt involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.